Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had partial display. The customer's blood glucose value was 130 mg/dl. Customer states there was little dots on insulin pump. Customer states the pump was neither dropped nor bumped. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. No missing segments or partial displays, white displays, flashing white displays, or unexpected display anomalies were noted during testing. However, the self test returned an unexpected hardware low level failures. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Hardware low level failures is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. The lcd display is scratched up in certain areas, enough to make one think that there are dust particles underneath the display window. Despite this the user is able to read whatever is displayed and navigate the menus. Also the s/n label located between the belt clip rails has worn down to the point where it¿s illegible. The middle (enter) keypad button is cracked. Finally the keypad has a visible scratch in the lower left hand corner and also a puncture mark to the right of the down arrow keypad button. (B)(4).